Event description:
It was reported that during a computerized tomography (CT) guided drainage catheter placement procedure for liver abscess, the locked silk was allegedly broken and pig tail could not be fixed. It was further reported that the patient undergone selective operation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f navarre drainage catheter locking pigtail segment was returned for evaluation and two electronic photos were provided for review. Gross visual and functional evaluations were performed on the returned device. The locking thread was found missing, therefore the catheter was dissected during evaluation. The broken segment of the thread was found attached inside the catheter hub. The investigation is confirmed for the reported thread break issue as the locking thread of the catheter was found broken in the returned device. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a computerized tomography (CT) guided drainage catheter placement procedure for liver abscess, the locked silk was allegedly broken and pig tail could not be fixed. It was further reported that the patient undergone selective operation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2024).